Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a defective drawer. A field service engineer replaced the retractor band and rear controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was jammed. The customer reported that malfunction occurred when the user tried to dispense medication to the patient, prompting them to use an alternative station to retrieve the medication. There were no adverse events or injuries reported based on this event.